Manufacturer narrative:
A quote was provided to provide onsite service of the device and to determine root cause; however, as of (B)(6) 2026, no response was received from the customer and the quote has expired. The device in question is no longer considered available for analysis. Based on the information available through remote trouble shooting, it was determined that the product has malfunctioned; however, the cause of the issue was not able to be established because the customer did not respond to the quote to provide onsite service before the quote expired. The issue was resolved by reconnecting the primary server. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
A remote service engineer performed troubleshooting remotely and found several hosts in the process of reconnecting to the primary server. When all hosts were connected, the customer verified the issue was resolved and they were able to monitor all telemetry patients. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating a loss of telemetry monitoring on 2 floors with "no data tele" inop in the sectors. The device was in use on a patient at time of event, there was no adverse event reported.